Event description:
Additional information notes that cultures were performed and were positive for staphylococcus infection.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related MFR report number: 2017865-2023-52112, related MFR report number: 2017865-2023-52113. It was reported that a patient presented to clinic for pocket revision. Device interrogation revealed no capture and no sensing on the atrial lead. Implantable cardioverter defibrillator (ICD) site noted with mild dehiscence and drainage from wound. During the revision it was noted under fluoroscopy that the atrial lead was dislodged. During the procedure, the right ventricular (rv) lead had dislodged. The atrial lead and rv lead were explanted and replaced. The patient was stable post procedure.